Manufacturer narrative:
Additional information was received on 10-09-2019 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 11-06-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inserted batteries and observed the issue. No problem was found with the pump's "double beep no cassette" alarm message during the investigation. Pump's event history logs showed "no disposable" alarm messages after high pressure and pump started. Service will replace the downstream sensor as a preventive action. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.